Event description:
The customer reported at 7:00 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history. Upon deactivation, he noticed the needle never deploy the cannula into his skin. The pod was discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.